Event description:
It was reported that the patient has had issues with his inflatable penile prosthesis (ipp) device ever since it was implanted. The patient had a hard time deflating the device. Additionally, the location of the pump in the scrotum was not optimal ad the deflation button was hard for the patient to locate. A CT scan also showed the right cylinder was sitting lower than the left cylinder. During the replacement procedure, the physician found a hematoma in the scrotum. He also found a tear in the right cylinder at the proximal end where the tubing meets the cylinder. All components were removed and a new device was implanted. There were no further patient complications.